Event description:
On (B)(6) 2012, patient reported the protective rubber on the up and down buttons has peeled off and this has caused the up and down buttons to work intermittently. The base-plate of the infusion device is visible. The first began in (B)(6) 2012, and the buttons have continued to work intermittently if pressed hard. The buttons are not flat, and the infusion device was not dropped. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.